Event description:
Customer reported device = 451 mg/dl. Customer went to hosp. Hosp device =97 or 67 mg/dl. No treatment was received. No controls used. Strips were expired. A request was made for return product and replacement product was sent.